Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following an ipg replacement (related manufacturer reference number 1627487-2022-02060) on (B)(6) 2022, the replacement ipg stopped communicating with external devices. The device was set to surgery mode prior to the surgery, however it was not turned back following the intra-operative impedance testing. The logs received from the field indicated the ipg had become inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2022 wherein the inoperable ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Surgery mode was not turned back on following the intra-operative impedance testing. The system was not recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.